Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r57z9d. Investigation summary: the analysis found that one sc60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. No cartridge reload was returned. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during procedure, the tool fired once and then blocked on the next firing. No patient consequence reported.